Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff employee reported negative pressure was lost while preparing the edge cut during a refractive procedure. The patient interface was changed and procedure was completed without any adverse event. Upon follow up, this event did not affect the patient. Suction loss occurred just before the side cut and the bed cut was almost completed.